Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(6) visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned. The stapler was returned with an estimated (B)(4) staples remaining in the cover block, indicating that the customer fired at least (B)(4) staples. The trigger was returned not engaged. Evidence of use in the form of biological material was present on the device. Proper functional inspection could not be performed due to the severe staple misalignment. The device was disassembled, and it was observed that the saddle spring component was partially disconnected from the pusher component. The saddle spring was also disconnected from the right side of the cover block, allowing the staples to become misaligned. The source of the saddle spring disconnection could not be conclusively determined. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. Several actions were taken to address this issue as part of an nc, which was closed on (B)(6) 2024. The sample was manufactured prior to these actions on (B)(6) 2023. Per DHR the product visistat 35r 6/box lot # 73h2300497 was manufactured on (B)(6) 2023 with a total of (B)(4) pieces. Lot was released on (B)(6) 2023. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Several actions were taken to address this issue as part of the nc, which was closed on (B)(6) 2024. The sample was manufactured prior to these actions on (B)(6) 2023. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination revealed that the sample was returned with its staples severely misaligned. Proper functional inspection could not be performed due to the severe staple misalignment. The stapler was disassembled, and it was observed that the saddle spring was partially disconnected from the pusher and the saddle spring was disconnected from the right side of the cover block. The source of the disconnection could not be conclusively determined. Actions were taken to address this issue as part of the nc, which was closed on (B)(6) 2024. The returned sample was manufactured prior to these actions on (B)(6) 2023. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "6 of staples jamming. 10 of staples split apart. 3 of continuous staples at once release". No patient involvement.